Event description:
We were informed on (B)(6) 2021 that the patient's medtronic ipg was explanted as it defective. The device is not manufactured by boston scientific. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).